Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, noise was seen when the lead was inserted into the device header. The lead was removed from the header, reconnected and the noise was resolved. The local field representative reported that it was believed that the noise was due to air escaping the header. There were no adverse patient effects. The device remains in service.